Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having problems and that they could not get out of bed and had to go on the side of the bed. The patient described the change as sudden and that when they saw their healthcare provider (hcp) they were told to increase stimulation or change programs. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.